Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that a part of his pump has broken. The customer reported that the blood glucose was around 175mg-180mg. The pieces were missing. The customer reported that the compartment that the reservoir goes into the plastic piece that surrounds the top of it when he puts it in the plastic thing with the o-ring is what's broken. It¿s not seating properly into the pump. The customer reported that the o-ring will not stay in there and it¿s all broken at the tip and it fell out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with cracked case at the display window corner, completely broken off reservoir tube lip, missing reservoir tube o-ring and minor scratched lcd window.